Event description:
The arterial filter pressure (distal to the oxygenator) suddenly increased to above 500 mmhg after being on bypass for 30 mins. To mitigate this, the perfusionist opened the recirculation line. This caused a reduction of blood flow to the pt and a drop in venous oxygen saturation level. The perfusionist then closed the recirculation line and this caused the inlet line to the oxygenator to detach and blood to be pumped out of the circuit. The bypass circuit with oxygenator was replaced and bypass was continued without incident. The pt's recovery was uneventful.

Manufacturer narrative:
The lot of the perfusion pack is unk so the expiry date is unk. The synthesis oxygenator manufactured by another country MFR, is a component in the custom perfusion pack manufactured by sorin group USA, inc. The customer perfusion pack, catalog number 087402000, is a pre-amendment device. The lot number for the perfusion pack is unk, therefore, the mfg date of the pack is unk. Performance testing of the oxygenator and arterial filter indicated that the resistance to flow thorough both devices was normal. No significant obstruction was found in these devices. The resistance to flow that reportedly caused the disconnection of the inlet line to the oxygenator, therefore, was downstream of the device. No add'l action is currently required.